Event description:
Info received indicates the mattress top low air loss cover has fluid egress into the cassette holder area. There are no signs of damage.

Manufacturer narrative:
The account replaced the top cover to repair the bed. The account discarded the old top cover.